Manufacturer narrative:
Date of postoperative screw loosening is unknown. This report is for one (1) unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. The 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there was four weeks post-operative loosening of screw from medial plate. No other information was provided. Concomitant device reported: unknown trauma plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown locking screw. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. X-ray was reviewed and complaint of postoperative screw loosening could be verified from provided x-rays. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.